Event description:
During a posterior right hip replacement surgery, the smith and nephew impactor tip failed and broke apart. Pieces reconstructed and one piece not found. Could not be proven one way or the other if it was retained in patient.